Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient saw the eri message on or around (B)(6) 19. The rep said the original open impedances remained and have not been resolved. The cause of the issue was not known, but the hcp felt like the area between the electrodes had swollen. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708220, serial# (B)(4), product type: extension; product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37082, serial#: unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was replacing their neurostimulator. It was reported that intra-op, the two bifurcated extensions were difficult to come out of the old ins, but then they were proving nearly impossible to get into the new ins. The rep also reported that they did have three open impedances, but as the healthcare professional (hcp) was trying to re-insert the extensions, the rep kept checking the connectivity. During the call, the hcp was able to get the bottom extension in. Before the procedure, there were expected opens on 8-15 but 8-15 was matching fine. It was unexpected for the opens to be on 0-7 and ¿have matched everything¿ from the previous case. There were no further complications reported or anticipated.